Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the received a compromised force sensor system alarm while changing the infusion set. It was also reported the insulin pump delivered too much insulin to the customer's body. Customer's blood glucose declined to 2.4 mmol/l as a result. Customer was treated for their blood glucose and it rose to 5 mmol/l. Troubleshooting found the customer's drive support cap was loose. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.